Event description:
It was reported that a renasys pump alarmed for low battery. When the device was plugged in, the battery did not charge, reached critical battery and powered off.

Manufacturer narrative:
Investigation summary: the returned device was evaluated to determine the cause of the failure. The reported complaint was confirmed due to a defective dc power inlet that connects to the printed circuit board. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Following the complaint assessment, the unit was repaired and confirmed to be working as expected.